Event description:
It was reported that the ventilator generated two technical errors, one indicating an open safety valve and the other indicating a power error. There was no patient involvement. (B)(4).

Manufacturer narrative:
09/13/2017 (B)(4): the investigation of the returned expiratory channel printed circuit board (pcb) has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The returned expiratory channel pcb was visually inspected, without any deviations observed. Electrical measurements were performed, no fault was found. During tests in a reference ventilator, performed pre-use check tests passed without deviation and no alarms were generated during ventilation testing. Evaluation of the received device logs confirm the reported technical error codes on two occasions. The log also shows that the pre-use check performed prior to the errors failed in several sub-tests. If the safety valve fails it can lead to stop of ventilation. This will be detected during pre-use check and during ventilation by generated alarms. Since no fault was reproduced during investigation the root cause for the reported issue has not been determined.

Event description:
Manufacturer reference # : (B)(4).